Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2012, customer reported that the lh750 analytical station was leaking at the blood sampling valve (bsv) and was also experiencing low vacuum drift. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer with troubleshooting the issue, via phone. Customer found a loose tubing at the bsv. Fse instructed the customer to reconnect the loose tubing, prime the instrument, and run start-up. This resolved the issue, and to date, customer has not reported any further leaks.